Event description:
It was reported that the customer was hospitalized with high bgs. Customer also reported that there was an unexpected blank displays with a continous audio tone and missing display segments.